Event description:
According to the reporter, when a statlock device was used, it was observed that blood was leaking from the extension line. The customer suspects that the statlock device may have potentially damaged the catheter surface. There was no reported patient outcome. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).